Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that during troubleshooting for no delivery alarm, customer reported that blood glucose was 513 mg/dl. Customer declined troubleshooting for high blood glucose since blood glucose was due to bent cannula.